Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device spiral shape was worn and could impact the devices performance. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The manufacturing location was unknown. The device manufacture date is currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 5 of 6 of the same event. It was reported from (B)(6) that during a humeral diaphyseal fracture surgical procedure "applying multiloc long by using collibri", it was discovered that the small battery drive device "drill" did not have enough power to drill the distal screw. According to the reporter, the drill bit device was not functioning properly even though the surgeon was not reaming the medullary cavity as yet. The reporter stated that, the surgeon then replaced both the battery device and the drill bit device. However, the drill device stopped functioning before the drilling of the first hole could be completed. The reporter confirmed that the battery device was fully charged with the charger device until the green light came on. The reporter indicated that the surgeon eventually drilled the hole by hand to insert only one distal screw and completed the surgery successfully. There was a twenty minute delay to the surgical procedure. It was not reported if spare devices were available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
It was incorrectly checked in the initial medwatch that the device had been evaluated. The device had not been received at the manufactures facility at the time of the intial medwatch was submitted. Manufacturer location: the manufacturer location was documented as unknown in the initial report. It has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. Device manufacture date: the device manufacture date was unknown in the initial report. The device manufacture date has been updated as apr 10, 2015. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.